Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was there any bleeding that occurred when jaws of device cut vessel? If bleeding, please quantify amount of bleeding? Was patient given any blood products? Was there any change to procedure or post op patient care? How was vessel repaired? Did new msm20 work to control the bleeding during procedure?

Event description:
It was reported that during an unknown procedure, at the first activation, the clip would not advance, the vessel was cut. Waiting for more information. Another like device was used to complete the procedure.